Event description:
Pt with prior coronary artery bypass graft and stent placement in om graft. Procedure for serial stenoses in native "lcf". Initial dilation and stent placement wihtout difficulty. Focal area of sub-optimal stent deployment treated with high area of sub-optimal stent deployment treated with high pressure inflation. Small perforation. Prolonged inflation with flowtrack. Balloon could not be withdrawn. During attempt. Shaft of catheter broke with balloon and distal fragment remaining in artery. Attempts at retrieval unsuccessful requiring surgical removal.